Manufacturer narrative:
On 5/9/2016: additional reports of the same noise issues were reported on (B)(6) 2016. It was reported that the patient was going to come in for a follow up. The device still remains implanted.

Event description:
Boston scientific received info that this atrial lead exhibited noise with some oversensing and there are many atrial tachy response episodes stored. The impedance was good. Boston scientific technical services reviewed several episodes and discussed it appears to be muscle noise and could indicate the beginning of a lead issue. Ts recommended the pt be brought in for further eval. There were no adverse pt effects reported. All available info indicates the device remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.